Event description:
Revision surgery was performed one month after the primary surgery due to joint luxation. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 nov 2025. Ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s lot. 2517226: (B)(4) items manufactured and released on 14 july 2025. Expiration date: 25 june 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3648hct flat pe hc liner d 36/f (k1037219) lot. 2504985: (B)(4) items manufactured and released on 04 april 2025. Expiration date: 24 march 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while the device history record review does not indicate any potential manufacturing related issue. Although it cannot be confirmed, the issues reported may have resulted from application specific factors and/or damage of the particular components involved. No systemic issue can be identified at this time.